Manufacturer narrative:
The device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (UDI number) and if ind/preanda, give protocol # are unknown, no information provided to date.

Event description:
It was reported that a precision test failed with new equipment. There was no patient harm reported.